Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0072) was explanted due to episodes that do not appear appropriate on egrams, no pacing output, and impedance greater than 2000 ohms. Suspected a lead fracture. Another cpi endotak lead was implanted.